Manufacturer narrative:
B5: the surgeon reported the patient has had less pigment dispersion at recent visits. The iop is normal in right eye (od). Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: iris pigment dispersion is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and pigment dispersion. The lens remains implanted. The problem was resolved. Post-op, there was mild persistent pigment dispersion and subtle tids. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming.